Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) - catalyst ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, an unknown size amplatzer amulet left atrial appendage occluder was chosen for implant using an unknown delivery system. The shape of the appendage was chicken wing. The left atrial appendage depth was 15mm. During procedure, the left atrial pressure was 7mmhg and atrial rhythm was non-sinus rhythm (nsr). The activated clotting levels were 132s-284s and heparin was administered. During deployment, a potential thrombus was noted at laa ridge and heparin was given. The procedure got aborted.

Event description:
N/a.

Manufacturer narrative:
An event of a patient device interaction problem with patient effects of a potential thrombus was reported. A returned device assessment could not be performed as the device was not returned for analysis. As the lot number was not provided, no device history record or lot specific similar complaint review could be completed. Based on the available information, the cause for the reported patient device interaction problem with a potential thrombus could not be confirmed. An unexpected medical intervention was due to case-specific circumstances, as medication was required. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.